Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is that the z-drive slowed down then sheared two screws in half. Three attempts were made for product return. No product was returned and no functional tests or inspections could be performed. For these reasons, the complaint could not be verified. The complaint history and DHR of this part could not be reviewed due to the lot numbers remaining unknown. The most likely underlying cause of the complaint could not be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Field g4 date received by manufacturer was inaccurate on the initial medwatch report 0001032347-2019-00399. The originally reported value was aug 2, 2019. The correct value is aug 1, 2019.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The devices will not be returned for investigation as the devices were discarded by the hospital. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Medical product: unk sternalock blu plate, part# unk, lot# unk. Unk screws, part# unk, lot# unk.

Event description:
It was reported that a high torque driver slowed down and sheared a screw in half while attempting to fixate a plate to the patient's sternum. The surgeon attempted to insert another screw with another driver and the same issue occurred again. The surgeon was able to remove the tips of the screws from the patient's bone. No additional patient consequences were reported.